Manufacturer narrative:
Results: the jet7 was kinked approximately 23.0, 24.0, 47.0, 112.0 and 116.5 cm from the hub. The jet7 was flushed while submerged and air was observed leaking from the catheter underneath the strain relief. The strain relief was unraveled and the jet7 was found to be punctured approximately 1.0 cm from the hub. During functional testing, the jet7 was able to advance through a demonstration neuron max with resistance due to the kinks and ovalization. Conclusions: evaluation of the returned jet7 revealed kinks along the catheter shaft. If the device is forcefully advanced against resistance, damage such as kinks may occur. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed a puncture near the hub underneath the strain relief. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the physician experienced resistance during advancement of the jet7 through the non-penumbra sheath. The jet7 was unable to advance through the sheath, and therefore, was removed and no longer used in the procedure. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.